Event description:
A malfunction was reported on the pump by the caller. There was no adverse impact to the customer's blood glucose level. The customer received assistance from technical support to reset the pump, and the issue did not recur after the reset. The customer was advised to continue using the pump, with a follow-up scheduled for later, and was reminded to call back if the malfunction recurred.